Event description:
It was reported to philips that the table was moving even when the lock was activated. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure was completed by moving patient to another system. A philips filed service engineer (fse) conducted a site visit and identified the table is moving even when the lock is activated. Upon troubleshooting, fse found break not working. To resolve the problem, fse was replaced the break. After replaced the break, the system returned to use in good working order. The codes were updated based on the investigation outcome.